Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deploys back on itself. The procedure was completed using another device. There was completed using another device.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the placed stent in a 180° (estimated) curved vessel. Due to poor resolution single struts are not visible; contrasted blood including inflated balloon furtherly contribute to poor visibility of the stent such that a deficiency/ deformation cannot be identified which leads to inconclusive result. Placement site is not clear. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Placement site is not clear, but placement in the vascular system would represent an off-label use. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system during deployment was found described, in particular the instructions for use (IFU) state: 'prior to stent deployment, remove slack from the delivery system catheter outside the patient.', and 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Packaging pictograms indicate the use of a 6f introducer, and 0.035" guidewire. The safety and effectiveness of this device for use in the vascular system have not been established. The lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. The IFU states: 'the safety and effectiveness of this device for use in the vascular system have not been established'. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly deploys back on itself. The procedure was completed by using another device. There was no reported patient injury.